Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case would fall. Customer's blood glucose was not impacted.